Event description:
While introducing a catheter into a patient, the nurse began to thread the catheter and the introducer broke off at the hub and a piece broke off distal to that. The piece was removed from the patient's arm without difficulty.